Manufacturer narrative:
The device was returned to bd for evaluation. The investigation is confirmed for leak, peeled, and break. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr4054 pta balloon dilatation catheter allegedly experienced a leak, peeled, and a break. This information was received from one source. This malfunction involved a patient with no patient injury. Age, weight, and gender were not provided for the patient.